Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4). H6: type of investigation - additional/correction: please remove incorrect code 4115 and replace with code 4114.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, correction is required.